Event description:
It was reporting that the insulin pump had unresponsive buttons. Troubleshooting was performed. The device rested and it had frozen display. No further info was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4)

Event description:
Customer allegedly received the following results, with two different roche meters, within 1 minute: 244 mg/dl (advantage) and 126 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.